Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 5/22/2012, belt: 11/27/2012.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 7:14 am, while wearing the lifevest. The patient was reportedly in the hospital and being monitored prior to passing. The patient's doctor witnessed the event and reported that the device was alarming to "press the response buttons". There is no indication that the response buttons were pressed. It was reported by the patient's doctor that the patient's cause of death was cardiorenal syndrome, pneumonia, and asystole per clinical review of the available downloaded software flag and ECG data: at 08:53:05 on (B)(6) 2019, the device was started up. At 06:41:41 on (B)(6) 2019, the device detected an arrhythmia, while the patient was in sinus tachycardia at 115 bpm degrading to ventricular tachycardia (vt) at 180 bpm for approximately 17 seconds before the patient's rhythm became ventricular fibrillation (vf). The amplitude of the vf reduced to almost asystole levels and the fundamental frequency slowed to less than 2.5 hz, which is the equivalent of being under 150 bpm, after about 18 seconds. At 06:42:13, the detection stopped. The detection stopped due to the rate falling below the patient's physician prescribed treatment threshold of 160 bpm for vt and 210 bpm for vf. CPR/motion artifact obscured the ECG for approximately 10 seconds after the detection stopped. At 06:45:44, the electrode belt is disconnected while CPR obscured the patient's heart rhythm. The lifevest properly detected vt/vf although the rate was not sustained above the patient's physician prescribed treatment threshold long enough for the lifevest to complete the treatment sequence.